Event description:
It was reported that during the case, about mid way, the screen time out and went white and then brought back to the beginning initial case screen. Had to resume the case, calibrate and then go back to where it was left off. Took about 15min to do it and then everything was fine but surgeon decided to complete the case with manual instrumentation.

Manufacturer narrative:
H10 h3, h6: the device was used in treatment and case log files and screenshots were returned for evaluation. DHR review found that the software version (rc-5106) has been validated. A complaint history review found this is the only report, this issue will continue to be monitored. This failure is an identified failure mode within the risk file. The navio surgical system surgical technique for total knee arthroplasty provides a list of recovery actions for different points of failure during the case in the "recover procedure guidelines" section. The initial visual investigation of the log files found that: the system exited after 5 failed attempts to generate the bone model. From the screenshots for the tibia free collection points it was noticed that the mesh generation had very sharp points from an inaccurate data collection. The probable cause of the issue was a software failure. A relationship between the device and the reported event could be established.